Event description:
It was reported that this right ventricular (rv) lead had exhibited infection. No additional adverse patient effects were reported. All available information indicated that, as of this time, the rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).